Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in the following values: na = 246 mmol/l with a flag, cl = 174 mmol/l with a flag. Due to delta flagging on the potassium result, the sample was repeated on the same analyzer, resulting in the following values: na = 127 mmol/l, cl = 174 mmol/l. The sample was then repeated on a second analyzer, resulting in the following values: na = 127 mmol/l, cl = 86 mmol/l. The repeat values were deemed correct. The na and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer determined there was a clot in the diluent filter and a failure of the diluent syringe seal. The filter was flushed and the syringe seal was replaced. Calibration and controls were run and there were no issues. Calibration data was only provided for cl and the last calibration performed on (B)(6) 2022 was okay with no alarms. The customer verbally stated that controls were acceptable. Data was provided only for one level of control and recovery was acceptable. Upon review of the alarm trace, abnormal aspiration errors occurred. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.